Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).

Event description:
It was reported that during a device changeout due to eri (elective replacement indicator), the physician accidentally connected the svc (superior vena cava) coil df-1 pin to the rv (right ventricular) is-1 connector. This was corrected and afterwards the impedance was higher as compared to the old device, and the rv pacing threshold was also higher. The device was not used and another device was successfully implanted, with the lead left in use. After the procedure, the physician suspected that he did not unscrew the setscrew for the rv is-1 connector enough to push in the lead pin. No patient complications have been reported as a result of this event.